Manufacturer narrative:
A device history record (DHR) review did not show issues related to the complaint. Complaint cannot be confirmed since the sample was not available for an investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Complaint alleges: during the harvesting of the left internal mammary artery for use in a bypass, the clip did not deploy correctly and the artery was damaged. Patient's current condition is fine.